Event description:
It was reported by the customer that a pyxis medbank system cabinet powered down while patients were in need of medications. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was caused by power failure. The field service engineer found ups tripping a breaker and replaced it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.